Event description:
While threading the catheter into the vein, the catheter broke through the clear tubing overwrap. This resulted in an incomplete threading process, and loss of venous access. This has happened on two occasions.